Event description:
It has been reported to co that during the procedure the physician was unable to torque the guide catheter within this device, reportedly, the user felt that the inner diameter of the sheath was not within specifications. It is unk if the device was removed and replaced. There is no report of pt injury. The device is being returned for co's evaluation.